Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the device was showing premature battery depletion. During the last routine check on (B)(6) 2019, the longevity was reduced to 4.5 years remaining. During the routine check in (B)(6) 2018, the device was showing seven years remaining. All other measurements are within normal limits. Additional information was received by the rep, indicating that the patient will be monitored with latitude.